Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the right ventricular (rv) lead tested fine. However, when the physician re-checked it, there were high out of range pacing impedance measurements of greater than 3000 ohms along with no sensing and no pacing. Fluoroscopy showed that the lead was still in same place and the right atrial (ra) lead tested fine. The rv lead was tested once more with the same results. When the physician took the rv lead out of the pocket, he noted insulation damage and a fracture where he sutured the suture sleeve. A new lead was successfully implanted and this lead was attempted and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that the complete lead was returned with the helix retracted. Visual inspection noted blood and body fluid in the helix housing and neck region. Further visual inspection found a cut and tears in the insulation at approximately 63 mm from the terminal pin. The outer conductor was deformed, bent, pinched and cut. The inner insulation was cut and torn, and the inner conductor coil was deformed. There was also cuts noted in the suture sleeve, but they were surface cuts only. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis was unable to confirm the allegation of a fracture as the x-ray did not show any signs of a lead fracture.